Event description:
The customer reported that several staff members, including surgeons were experiencing issues with skin breakdown around their wrist and lower forearm. The staff feels the issue is being caused by something in the cuff of the gowns. Per customer, staff member(s) had to schedule appointment with dermatologist and was prescribed steroid rx. There was no loss of work time as a result. The customer does not know the lot number for the product reported. The customer did return sample from current inventory.

Manufacturer narrative:
One (1) sealed, unused representative sample was received with the product packaging. The sample was evaluated under ambient light conditions. There are no damages observed on the product packaging. The csr wrap was unwrapped and there are no damages observed on the csr wrap. The gown was unfolded for inspection. The tie cards are attached to the ties at the front of the gown as intended. There are no damages observed on the front of the gown. The back and inside of the gown and the seams of the gown were inspected and no damages observed. The knitted cuffs were inspected inside and out. When the sleeves were turned inside out, loose threads are observed at the sewn seams. The threads are tied off after sewing and no gaps are observed. The knitted cuffs are visually different in length. The left cuff measures approximately 3 inches in length and the right cuff measures approximately 3.25 inches in length. The gown was compared to specification component and the specification drawing states the cuffs should measure 3.75 +/- .50 inches. The observation of the difference in cuff size is noted in this evaluation however the size of the cuffs would probably not contribute to a reaction incident. There is nothing visual on the knitted cuffs to confirm the reaction experienced by the customer. The falure analysis lab is unable to confirm the reaction with the evaluation conducted in the lab. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury

Manufacturer narrative:
Customer provided a gown and specified it was a representative sample not the actual gown used by user to whom reaction incident occurred. Sample evaluation was conducted with representative sample. No issues were detected on gown during evaluation. A device history record evaluation was not possible as the lot number of complaint product was not available per customer. The product safety clearance for aero chrome surgical gowns was reviewed, the product was not found to be an irritant. Biocompatibility test results for the cuffs were reviewed, the material was also not found to be an irritant. Environmental monitoring results from the last 12 months were reviewed including bioburden, surface, and viable/non-viable particles. There were no results out of specification during this period. A root cause or the adverse event was not identified. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.